Manufacturer narrative:
Device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for further evaluation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the snare came out when connecting the handle, which happened during a procedure on (B)(6) 2025 when the patient was under anesthesia. There was no patient injury reported. However, the issue delayed the case for about one hour. The product is not registered as a medical device and the issue occurred during use in a veterinary procedure with a product licensed for veterinary use only, and no adverse health effects were reported in any human. However, out of an abundance of caution, this event will be reported as malfunction, since a similar device intended for human use is marketed.